Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the wire was sticking out from pacer and was visible. There was no additional adverse patient effects were reported. This rv lead remains in service.